Event description:
The pt was having a sigmoid resection and during anastamosis the stapler malfunctioned by not cutting proximally. The doctro tried unsuccessfully to take the stapler apart while still in the pt. Because the stapler malfunctioned, the colon did not cut proximally, could not be disengaged, and tore down to the pt's anus. The dr performed a diverting ileostomy due to the malfunction.